Event description:
A posterior cervical fusion was performed on (B)(6) 2013. During initial surgery, a multi-axial screw was placed into c2. A follow up radiograph on (B)(6) 2031 reportedly showed that the screw components were separated. Additional radiographs taken in 2014 (date unk) reportedly showed the rod-engaging screw components had completely disengaged from the screw shaft in c2. The remainder of the screws in the construct are unaffected. Revision surgery is scheduled for (B)(6) 2014, but has not yet occurred. The pt is reportedly asymptomatic; the product issue was noted during routine post-surgery follow-up and revision surgery was not scheduled for 6 months following discovery or the product problem.

Manufacturer narrative:
(B)(4). The separated screw has not been returned for evaluation, so the root cause could not be determined. No radiographs depicting the failure were provided, so the reported issue could not be confirmed. Should the product be returned, investigation will resume and any relevant info will be reported. See scanned page.